Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the rptr: the tip part could not be cut for about 2cm. Stapling could not be done also on the part. The tissue was not thick, but might be stiff. Some staples remained on the used cartridge. Malformed stapling occurred, and tissue damage was found on the part. The surgeon used other device and repaired the malformed stapling part (tissue damaged part).